Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist reviewed information the patient gave to a customer care advocate, cca, and will send a follow up letter. On (B) (6) 2010, the patient complained that his onetouch ultralink meter would not turn on (B) (6) 2010 at 8:00 p.m. Despite having just replaced the battery. The patient reportedly took 10 units of humulin r (an increased amount) at 11:00pm although he was unable to obtain a result. Whether the patient injected it via his pump or a syringe was not provided. The patient's 24 hour basal rate is a total of 72 units. The day of the call, the patient had been shaky and dizzy around 3:00 p.m. The patient attributed it to having worked on his car without having eaten lunch at the usual time of day while still obtaining his basal insulin. The patient drank orange juice to relieve the symptoms and ate lunch later. It is unknown if the patient had eaten breakfast and/or taken extra insulin in the morning since he had no other means of testing. The cca was unable to resolve the reported power issue. Because the patient alleged he had been unable to obtain results on (B) (6) 2010 and later developed symptoms that can be associated with hypoglycemia, the complaint is reported. The patient did not attribute the low blood glucose to the meter. The cca replaced the meter, strips, and sent control.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.